Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ring, d., perey, b.h., and jupiter, j.b. (1999), the functional outcome of operative treatment of ununited fractures of the humeral diaphysis in older patients, the journal of bone and joint surgery, vol. 81-a (2), pages 177-190 (USA). The aim of this study is to investigate an operative technique of plate-and-screw fixation that is modified to address osteopenia and relative or absolute loss of bone in older patients. Between december 1990 to june 1996, a total of 22 patients with an average age of 72 years (range 60-85 years), were included in the study. Surgery was performed using a broad, 4.5-millimeter dynamic compression plate in 8 patients; a narrow, 4.5-millimeter titanium limited-contact dynamic compression plate in 6 patients; a titanium blade-plate in 8 patients; an additional eight-hole, 3.5-millimeter limited-contact dynamic compression plate in 1 patient (synthes). The following complications were reported as follows: a (B)(6) year-old female patient had fibrous union. A (B)(6) year-old female patient had undergone blood transfusion. This is report 3 of 5 for (B)(4). This report is for an unknown synthes plate ((B)(6) year old female). This complaint is linked to (B)(4).